Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance, inner and outer insulation integrity. Measurements throughout lead electrical performance and inner insulation integrity tests were within normal limits but a pressure test failed, due to a cut in the outer insulation, likely explant damage. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to pacing not delivered when required, failure to capture and a drop in impedance. A new rv lead was implanted at the same procedure. The explanted lead has been returned for analysis. No additional adverse patient effects were reported.